Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they hadn't checked their implant for awhile and thought they might check the settings however they reported they were receiving a message with a telephone on the screen. Patient services reviewed the message meaning and that it was a power on reset (por). The patient reported that they hadn't any medical procedures other than a standard dental check-up appointment in may. The patient was redirected to their health care professional (hcp) to schedule a device check and to clear the por. No further complications were reported at this time.